Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer required assistance from spouse who administered glucose tablets and carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.